Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 67 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The medical history was not shared, and prior to the pump support the patient was known to have inotropes and vasopressors supporting. The pump was inserted and explanted and escalated to the impella 5.5 on that day of insertion. The patient had been experiencing signs of hemolysis on the cp pump. The labs were hemolyzing and pump noted to be in poor position. They did reposition prior to the removal and escalation. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The 5.5 was placed and support proceeded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.